Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted due to an unknown reason. As a result, the rv lead was not implanted and was replaced during the same procedure. The patient's status is unknown.

Manufacturer narrative:
The reported event was use of device problem. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination found no anomalies in the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.